Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the select key on channel b was inoperable. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92. There is no further complaint information available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel b inoperable was confirmed during product evaluation. The root cause of the reported problem was determined to be fluid ingress on the keypad. No repairs have been made. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.